Event description:
It was reported that the patient's outflow graft was obstructed in the beginning of 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer report number 2916596-2023-08764.

Event description:
Additional information reported that the onset of the outflow graft obstruction was (B)(6) 2023.